Event description:
It was reported that during a left colon coelio procedure, the instrument worked well but 5 hours after the procedure, patient had a fall of tension at intensive care in the night. The patient was re-operated one. The doctor noticed that the epiploic artery broke and sutured with a thread and patient received between 15 and 18 clots of blood. Patient is still at intensive care but he is going well now. No device is being returned. Additional information: the epiploic artery was bleeding after 4 hours, he took him back in the operating room. Surgeon did not know if patient was under chemo. A blood clot is a tiny pocket of blood, it does mean around 500ml for one clot the epiploic artery was done with harmonic, no other instrument was used.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.